Event description:
Pt in ICU on ventilator was found disconnected from ventilator after heart rate alarm on cardiac monitor went off. Alarms on ventilator to signal disconnect did not sound or go off. Pt required ambu ventilation and atropine for resuscitation, and recovered to previous state on new ventilator.